Event description:
The customer reported they received a carcinoembryonic antigen (cea2) reagent kit (p/n 33200, l/n 195036) with a damaged and leaking reagent pack. The customer did not come in contact with the fluid and did not seek medical attention. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place.

Manufacturer narrative:
Local customer support sent the customer a replacement reagent kit. Service was not dispatched. A cause for this event is unknown and could not be determined with the information supplied. (B)(4).